Event description:
Mole removed "latex free" bandage applied. Removed next day, skin was very red where adhesive from bandage was. Saw dermatologist next day said reaction to bandage - just let it be and redness and irritation would fade. Extremely allergic to latex bandage - said latex free.